Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A facility representative reported that two and one half years following an intraocular lens (iol) implant procedure, the lens was removed for an unknown reason. The patient was left aphakic. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was returned for analysis, optic damage was observed. Solution was observed on the returned product. Associated products were not provided. It is unknown if qualified products were used. Lens damage was observed. Based on our observation it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).